Event description:
Per received report: the procedure was coil embolization for unknown intracranial artery that was mildly calcified and moderately tortuous. During the procedure, the physician could not detach the deltapaq ((B)(4), complaint product) using the empower cable ((B)(4), complaint product) although pressing the detachment button for several times. The physician then replaced the cable for a new one, but still could not detach the same deltapaq. The deltapaq was safely removed from the patient and replaced for other coils. It is unknown if the 2nd cable was also replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection. A pre-deployment electrical check was performed and no defects were noted at that time. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. Also it is unknown if any damages were noticed on the complaint product after the event. The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of an unknown intracranial artery aneurysm, although the detachment button was pressed several times, deltapaq (cdf100410-30/g14293) could not be detached using the empower cable (ecb000182-00/f76087). The cable was then replaced for a new one, but the same deltapaq still could not be detached. The deltapaq was safely removed from the patient and replaced for other coils. It is unknown if the 2nd cable was also replaced or not. It is not known if it was verified that all connections were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box) or if there were any faults. It also cannot be confirmed if the detach cycle light next to the button illuminated with an intermittent tone during attempted detachments. Afterwards, the procedure was successfully completed without any further issues. No patient injury was reported. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection. A pre-deployment electrical check was performed and no defects were noted at that time. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. Also it is unknown if any damages were noticed on the complaint product after the event. The complaint products are going to be returned for evaluation. No additional information is available.